Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 437 mg/dl. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer doesn't want to do the high pressure test. The customer reported via phone call that her contour meter would not come on. The customer stated that she charged the meter and put in a test strip. The customer was transfer to bayer.